Manufacturer narrative:
A review of tickets was performed for reagent lot number 04383be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained reagent kit of lot number 04383be00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the lot was negatively impacted. No false reactive results were obtained. A manufacturing documentation for the reagent lot was reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation no product deficiency was identified for the alinity s anti-hbc , lot number 04383be00.

Manufacturer narrative:
Patient identifier sid = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6p06-55 that has a similar product distributed in the us, list number 6p06-60.

Event description:
The customer observed (B)(6) results on alinity s anti- hbc results on one donor sample from different bags. The results were provided: on (B)(6) 2020 sid (B)(6) from 1st screen tube= initial anti-hbc =(B)(6)/repeated on (B)(6) =(B)(6), on (B)(6) 2020 from 2nd screen tube sid (B)(6) anti-hbc=(B)(6), same donor from 2nd screen bag 1 sid (B)(6) anti hbc=(B)(6), same donor from 2nd screen bag 2 sid (B)(6) anti-hbc=(B)(6), same donor from confg tube sid (B)(6) anti-hbc=(B)(6), from malaria tube sid (B)(6) anti- hbc=(B)(6), from nat tube sid (B)(6) anti-hbc=(B)(6). There was no reported impact to patient management.